Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplant surgery due unspecified issues. The previous device was removed and a new aus consisting of a 4.5 cm cuff, a pump and a 61-70 balloon was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to the patient experienced recurring incontinence.